Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the force bipolar instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the force bipolar instrument's tip cracked and broke off. The procedure was completed with the same instrument with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was not necessary to remove the instrument together with the trocar/cannula still attached to the instrument. There was no fragment that fell inside the patient and no surgery performed to remove fragments. The port incision was not increased. There were no broken or damaged cables or conductor wire/pitch cable broken or damaged. The tip of the instrument snapped off. It was not bent or misaligned. The piece was lost in sterilization process. All fragments were not received and confirmed. The procedure was completed with the same instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. The complaint was not confirmed by failure analysis since the instrument was not returned. The probable root cause of the reported event of a broken grip tip is most likely attributed to use conditions. Damage to the instrument can occur while performing ¿off-label¿ surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use.